Manufacturer narrative:
Occupation - the occupation is lay user/patient.

Event description:
The initial reporter stated that he received an erroneous result when testing with coaguchek xs meter serial number (B)(4). A sample from this patient was tested using the meter, resulting with a value of 4.4 inr. The patient decided to withhold one dose of warfarin based on this result since he did not get feedback from his doctor at that time. Within one hour of meter testing, a sample from the patient was tested in the laboratory on a sysmex ca-7000 analyzer using dade innovin reagent, resulting with a value of 3.3 inr. The patient stated he had some bruising after the blood collection, but did not seek or receive medical attention. No adverse events were alleged to have occurred with the patient. The patient did not receive treatment based on the meter result. The patient is currently fine. The patient's therapeutic range is 2.5 - 3.0 inr. The patient's testing frequency is monthly. The patient had no concerns with hematocrit levels and has no lupus or antiphospholipid antibodies. The patient does not take other blood thinners or direct thrombin inhibitors. The patient did not have any changes in diet, health, or other medications. The patient's product was requested for investigation and replacement product was sent to the patient. The complained test strips have been calibrated against the who standard rtf/16 and the affected by recall. Corresponding retention test strips were tested in comparison to masterlot #28632180 (recalibrated lot to rtf/09). The corresponding retention material complies with the specification, based on requirements of the regular retention testing process of the qc department. The retention material and comparable masterlot test strips did not show abnormalities. Investigations have indicated results are reliable from 0.8 to 4.5 inr, since the calibration data covers this measuring range very well.